Event description:
Email received in the corporate mailbox on april 19, 2010. The customer reported these extension sets are less durable and have had some near misses with them. When they connect the port, it does not seem to stay on or connect well and is causing leaking of blood and materials. The retractable collar is difficult to work with and they are having to do some troubleshooting. The techs have prevented spills, but may not always be able to catch this. A spill would mean that we would have to close down the lab for an extended period of time. The product number on the new set is 2n3374 and is also from baxter. No additional information was provided.

Manufacturer narrative:
The condition of difficult to connect was not confirmed. The 3 actual and 1 companion units were received for evaluation. Units were visually and functionally tested. The most probable root cause could not be identified, and no action was taken since the condition was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).